Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the ventricular microsensor was implanted into a patient on (B)(6) 2020. On (B)(6) 2020, the icp showed the microsensor could not be detected and on (B)(6) 2020, the physician changed the icp monitor and cable that connects to the microsensor. The microsensor was still not able to be detected. Therefore, the physician suspected there was a problem with the microsensor, monitoring was stopped and the microsensor was explanted at that time.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The microsensor was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - due to the wire being broken, the icp could not detect the transducer. The complaint was confirmed. The complaint was confirmed in the failure analysis. Per the report from the supplier, the internal wire was broken inside the catheter drainage tube. Due to the wire being broken, the icp express could not detect the transducer. The likely root cause is improper use or excessive force on the product, physical strength of materials unfit for intended use. The supplier also stated the likely root cause is due to mishandling of the catheter.

Event description:
N/a.